Manufacturer narrative:
Device labeling: undesirable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, edema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week.

Event description:
Physician reported "events of bruising" treated in an unprovided number of patients "with intense pulse light and or vascular laser" while providing follow-up for the following journal article: "clinical experience with 11,460 ml of a 20-mg/ml, smooth, highly cohesive, viscous hyaluronic acid filler," dermatologic surgery : official publication for american society for dermatologic surgery [et al.], 07/30/2015. Authors noted that events were "transient injection-site reactions" and "resolved within 5 to 7 days."